Event description:
It was reported that during a patient intubation, a ventilator was turned on, began alarming and failed the power on self-test (post). A staff member retrieved another ventilator which caused a slight delay in patient treatment. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer reported to have evaluated the ventilator, and verified the malfunction. The error code of ¿vent inop¿ appeared in status display. The customer biomedical engineer reloaded the software, and no additional errors or alert messages occurred. There was no component replacement. The ventilator passed all tests, calibrations and operated within the manufacturing specifications.